Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing charging issues following a non-device related surgery. The ipg appeared to be quite deep and was difficult to palpate. It was also noted that the patient had ongoing neck and low back pain. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement. The patient was doing well postoperatively. The explanted devices was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing charging issues following a non-device related surgery. The ipg appeared to be quite deep and was difficult to palpate. It was also noted that the patient had ongoing neck and low back pain. The patient will undergo a revision procedure wherein the ipg will be replaced.